Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and non calcified right coronary artery (rca). The lesion was predilated with a non bsc balloon and then the 3.00x28mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion after several attempts. The device was removed from the patient and it was noted that the stent struts were flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
Patient age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).